Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. Manufacturing evaluation, visual inspection report of the returned device stated no visible damages, machine is not working. Our inspection has shown that a lot of liquid was in the housing. Therefore the motor was defective and the machine did not function anymore. The amount of liquid within the housing is a clear indication that this machine was submerged in liquid, which is not according to our guideline. This is an indication that incorrect reprocessing caused the damage of the machine. This complaint has been deemed invalid from a manufacturing standpoint.

Event description:
It was reported that when setting up for a procedure, the spd noticed that when they attached the battery pack to the drill, it would not activate and would not function properly. The surgeon used a different battery reamer for the procedure, with no further problems reported. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.